Manufacturer narrative:
Additional information received indicated further testing was performed. A variance in rv pacing lead impedances was able to be recreated by performing maneuvers with the patient's left arm. A procedure was scheduled for an rv lead revision but was postponed due to logistical issues. No additional information is available at this time. If additional information becomes available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received indicated the rate/sense portion of the rv lead was surgically abandoned. A sharp kink was noted under fluoroscopy which was thought to be related to the high impedances. The lead remains in service for defibrillation. A new rv pace/sense lead was successfully implanted. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the physician suspected an rv lead conductor fracture. A lead revision was scheduled, but appeared to have not taken place. Approximately two months later, we received another latitude red alert indicating a high rv pacing impedance measurement greater than 2,000 ohms. Additional information received from the local area sales representative indicated the physician was aware and had no plans for further intervention at this time. The patient planned to be monitored via latitude. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedances greater than 2,000 ohms. The patient planned was brought into the clinic for further troubleshooting. The out of range impedance were unable to be recreated by performing isometrics and pocket manipulations. There were no changes in pacing thresholds or sensing. The device was reprogrammed to 3 zones, with a vt-1 monitor only zone. The duration in the vt zone was extended to 5 seconds. The vf duration was also extended 2 seconds. There were no plans for additional intervention at this time. The physician planned to monitor the patient via latitude which is a remote monitoring system. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The device was subsequently explanted for clinical observations which were not related to this product issue. The device was returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
.